Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient stated that she was not feeling any symptoms when she suddenly lost consciousness. The patient¿s husband called ems. Once ems arrived, the patient bg meter was reading 29 mg/dl while the cgm was reading 84 mg/dl. The patient was treated with an IV glucose bag. The patient recovered after treatment while at home. The patient was not transported to the ER. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).